Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple cartridge change error messages occurred when the user attempted to load multiple new cartridges. The user¿s blood glucose level was not impacted. Reportedly, the successfully loaded a new cartridge and the user would continue to use the pump for insulin therapy.